Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus surgery, it was not possible to take the needles of the meniscus mender, with the suture loop out of the packaging without braking the handle of the needles. The procedure was completed with a non-significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A visual inspection of the returned device found that it was not in its original packaging. One meniscal suture loop was received, and it is separated between the shaft and the hub. There is debris on the needles. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place.